Manufacturer narrative:
The manufacturing location was unknown. The date of manufacture was unknown. The device was not returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that prior to surgery, it was observed that the battery case device was not working. There were no reports of delay to a planned surgical procedure. A spare identical device was available for use. There was no reported patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.